Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient's father to re-pair the devices which was unsuccessful. Patient's father later re-contacted dexcom and reported that he was frustrated from the experience. Patient's father said he was unable at the time to troubleshoot the devices directly, but he thinks he may have paired the devices. No additional patient or event information is available.